Event description:
The duett sealing device was deployed following an interventional procedure via a 6fr sheath in the right common femoral artery. Following the deployment, the patient experienced hypotension, abdominal pain and a decrease in hemoglobin. A cat scan was performed and confirmed a retroperitoneal bleed. Treatment consisted of manual compression and a blood transfusion. The treatment was successful and no further complications were reported.